Event description:
Material#: 309702 batch#: 4184160. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: rcc received a complaint via email. Dmr # (B)(4) po #: (B)(4) defect material description: syringe tray, 3ml bd 25pk (ref. 309702) lot number: 4184160, item code: 309702. Defect description: syringe was found with foreign matter in the barrel under the plunger. Additional information provided: 1. Did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? No 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No 3. Can you please provide an exact date of event in format dd-mmm-yyyy? 01-oct-2024.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the sample showed that an unknown dark substance could be observed in the non-fluid path. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.